Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument had 0 uses remaining, thus functional testing on an in-house test system could not be performed. The instrument did not exhibit any damage at the grip-tip and the axes rotated when manually spun. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .048 - .339 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the large needle driver instrument, it was noted that the tips on the instrument would not close. No missing or fallen pieces were reported.